Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error display e315. The issue was identified during sedation of endoscopy and colon diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Updated fields: h2, h6, h11. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.